Event description:
The ins was removed on (B)(6) 2024. Patient stated device is likely discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller stated, that for probably the past 9 months their implant has not been working. Caller stated, that one side of the implant wasn't working, so they stopped using it altogether. And now, it won't charge at all. Caller added, that they have been trying to get a new stimulator, but there have been problems with that, but now they need an MRI. Caller stated, they need a full body scan and head scan. Agent reviewed MRI compatibility and possible over-discharge. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, from the patient (pt). They reported, that their unit was not working on one side. Their rep looked at their device. And they are getting a new one. Pt noted, the cause was unknown, but the device needed to be replaced. Pt reported, that they were going to replace the device with a nevro unit. Their current implant was old. And they didn't like the tingling, which is a lot to help them.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.